Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on september 6, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the site of extrusion and was subsequently treated with oral antibiotics (specific date and duration not reported). This report is submitted on october 06, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 28, 2023.